Event description:
The customer reported via phone call indicating that the insulin pump had a moisture damage. Customer's blood glucose was 128 mg/dl. The customer stated he jump into the lake with the insulin pump. Customer stated that their is crack on the edge of the screen. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a frozen display followed by an unexpected audio tone due to moisture damage to the electronic assembly. Moisture damage was also noted to the motor, battery tube and vibrator assembly. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.